Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had percept pc battery replaced with rechargeable activa rc battery yesterday and called to ask how to recharge implant using the wireless recharger. The patient noted that dbs had been a benefit to them but due to their high settings, they had been having to have battery replacement about every year so the percept pc battery had been replaced after about a year. During the call, the wireless recharger (wr) picked up implant and started charging implant but kept losing connection. Patient said they were going to check in with hcp as they were so newly implanted. The patient noted that with the percept implant, they could easily feel where implant was but with this implant they couldn't feel where implant was anymore. The patient tried charging with and without drape and that didn't seem to make difference. The patient had wr app on handset and noted that using handset screen took a little bit long for them because their parkinson's messed them up sometimes. The patient said that implant still had bandages over it and bandages could be removed monday and would try charging then. The patient said they were still on a lot of medications from having the battery replacement surgery yesterday. The patient was able to connect with dbs therapy app with communicator, therapy was on and battery showed 100% charged.